Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) went into ventricular fibrillation (vf) and experienced syncope. The time of the episode was three seconds and therapy was not delivered. The physician wanted the detection time to be shortened. Boston scientific technical services (ts) discussed reprogramming duration to two seconds. No additional adverse patient effects were reported.